Manufacturer narrative:
We received the device for investigation. The reported problem was confirmed. The blade would not retract back into its retainer slot as the blade and hoop were observed to be damaged/deformed. It likely occurred during the packaging process or due to handling/removing from package by the user. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the lemaitre valvulotome has a broken blade that will not retract out of the box. The issue was found during testing. It was not used on a patient. No injury was reported to the patient.